Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed redness, pain, and rough skin at the stoma site. Wife reported that the patient went to the emergency room and an infection was suspected. The patient was hospitalized and was treated with IV antibiotic. On (B)(6) 2019, patient was discharged and oral antibiotic therapy was continued. The patient was treated with antibiotic augmentin.